Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable after the procedure.